Event description:
It was reported that blood clots were observed in the filter chamber of an administration set for blood. This occurred during a transfusion of blood to a patient. The reporter stated that the clots inhibited the transfusion; the transfusion was immediately stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned for evaluation. Visual inspection revealed blood clots in the filter chamber. The evaluation confirmed the reported problem. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.